Event description:
The patient called lifescan and alleged the surestep enhanced meter was reading error 1. The patient compared the strip to a color chart and the reading was closest to 180 mg/dl. No medical attention was obtained. The customer care representative performed troubleshooting and confirmed the error 1 message. There is indication the product malfunctioned.